Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker failed the final pack testing as the device was taken out of storage mode. This device was never in service. No patient involvement.